Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received info that this right atrial lead exhibited low p-wave amplitude and decreased impedance measurements. However, pacing was still available. It was reported that the lead impedance significantly changed in late spring of this year with measurements of approx 125 ohms. Subsequently surgical intervention was performed, and upon opening the pocket the insulation was observed to be circumferentially torn near the distal pin. Also, it had retracted into the tissue leaving the coil exposed, but the coil looked unaffected. The lead was surgically abandoned and a new ra lead was implanted. No add'l adverse pt effects were reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.